Event description:
It was reported that unspecified alarm occurred. Customer¿s blood glucose level was 169 mg/dl. No additional information was provided and the customer declined troubleshooting with tandem technical support.